Event description:
Event number 2: customer reported that two patients experienced hemolysis during therapy. One patient presented with chest pains. The other patient did not present with any considerable symptoms beyond elevated lab values (2+ hemolysis). Neither patient was hospitalized. The customer completed the full pm checklist for the machine. Everything checked out could not find any abnormalities.

Manufacturer narrative:
(B)(4). The investigation of the dialysis unit is ongoing at this time. A follow up report will be submitted when the results of the investigation become available. (B)(4).